Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. (B) (4).

Event description:
It was reported that patient (pt) was not intubated, self-ventilating on oxygen and fully conscious & lucid. He was sitting up in bed at the time of incident (which would have made it easier for air to be sucked down the IV line as he inhaled). The nurse needed to discontinue renal replacement therapy temporarily & so had to wash back the blood circuit with saline. As normal, she clamped the access limb of the circuit & red clamp on the extension line of the proximal lumen of the dual lumen IV line to which the access line was connected. She then disconnected the line & connected it to a bag of saline to flush the circuit blood back to the pt via the still-connected distal lumen of the IV line. As she was connecting the access limb of the circuit to the saline bag, the pt coughed and she saw blood spurt out of the extension line of proximal lumen of the IV line, which had the red clamp closed but was not yet sealed by a luer lock cap. She checked that clamp was securely closed. Pt coughed again & more blood spurted out of the proximal lumen. This time, she not only checked that the red clamp was closed, but also stopped the line with a luer lock cap. Pt's condition deteriorated very quickly. His oxygen saturation & blood pressure fell & he said that he felt terrible, with some chest pain. He was clammy, grey & appeared to be about to arrest. He was seen immediately by the doctors, who thought that he may have suffered an air embolus via the proximal lumen of the IV line & took remedial action. An echocardiogram taken at the time confirmed that he had indeed got air in his heart. Fortunately, his condition improved over the next hour & he did not seem to have suffered any long-term effects. As a result, the catheter was removed after the incident & saved for inspection. The outcome of the pt's condition improved over the next hour. He does not appear to have suffered any long-term effects.